Manufacturer narrative:
Bases on the error code received, the customer was sent a replacement aepf (automatic eye protection filter) cable. The customer reported back that the laser system is now functioning as expected.

Event description:
It was reported that during a procedure and with a patient under anesthesia, an error code 61 occurred and could not be cleared. The case was completed using an alternate procedure / not with the aura laser system. There was no patient injury reported.